Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: ¿primary rn hung IV tylenol as secondary infusion as ordered. A few minutes later, the alaris pump began alarming for air-in-line. When primary rn assessed the medication infusion, the primary IV fluid had infused instead of the tylenol. Primary rn verified that all clamps were open and that the primary IV fluids were hung lower than the secondary. Rn attempted to re-administer secondary medication after moving the infusion to a new alaris pump and channel and watched the infusion immediately after starting. Once again, the primary fluids began infusing instead of the secondary. Primary rn brought additional rn into the room to assess the problem. Per the additional rn, she had the same issue with a different patient a week prior when trying to infuse the secondary and could only infuse the medication properly when physically clamping off the primary infusion tubing with a kelly clamp. Second rn also mentioned that friends at other institutions mentioned having the same problems with secondary IV tubing. Primary rn able to infuse medication by clamping line, medication administered appropriately.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.